Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) university.

Event description:
It was reported that the catheter collar joint broke. The target lesion was located in the right coronary artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the connection part or collar joint was fractured and damaged. The procedure was completed with another of the same device. No patient complications and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: the (B)(6) hospital. Device evaluated by MFR.: the device was returned for analysis. Inspection revealed that at 1cm and 12cm distal from the collar, the shaft of the device was kinked. Inspection found blood in the shaft of the device. There was no further damage or irregularity to the device.

Event description:
It was reported that the catheter collar joint broke. The target lesion was located in the right coronary artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the connection part or collar joint was fractured and damaged. The procedure was completed with another of the same device. No patient complications and the patient was stable post procedure.